Event description:
It was reported that the catheter was fractured at the point close to the proximal end of balloon after drawing back from the sheath. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was returned in two pieces. The first piece contained the balloon/shaft portion which measured 11.8 cm. The second portion of the catheter was verified to measure 109 cm from the shaft break to the bifurcate. The shaft was detached at the proximal end of the balloon next to the glue joint. The complaint indicates that the shaft broke after withdrawing back from the sheath. Since the sheath was not returned with the sample, the difficult/failure to retract failure mode could not be reproduced. The shaft breakage could have been from applying an excessive amount of force during the retraction process; however this can not be confirmed. There were two kinks on the catheter. From the distal portion of the bifurcate, the first kink measured 29.9 cm and the second kink measured 71 cm. The shaft break was visually inspected and does not appear to be stretched, which may indicate difficulty in retracting the balloon into the sheath. There was blood and crystal structures (most likely the appearance of dried contrast) on the inside of the balloon which may indicate that there was an opening allowing blood to enter in. However, based on the condition of the sample returned, the balloon could not be inflated to determine how blood and dried contrast was inside the balloon. The balloon was inspected under 10 x magnifications for deformities and holes. There were no unusual observations. The investigation is confirmed for a shaft break. Root cause is unknown. The current IFU (information for use) states: do not continue to use the balloon catheter if the shaft has been bent or kinked. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precaution: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.